Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that foreign object inside the control section and air/water channel, corrosion on suction cylinder and air/water supply cylinders was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for corrosion on suction cylinders and air/water supply cylinders was traced to component failure. However, the most probable cause for foreign objects in control section and air/water channel could not be established. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where the following deviation from instructions for use (IFU) was confirmed: there was a time lag of about 5-10 minutes between the end of clinical use and the start of precleaning. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.